Event description:
During the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta on the first attempt. On second attempt, the seal deployed but could not achieve hemostasis. The surgeon covered the hole with his finger, unraveled the seal and completed the anastomosis using a second seal. No patient complications were reported by the hospital.